Event description:
It was reported that during a peripheral stenting treatment procedure, partial deployment occurred. The unspecified target lesion was located in the left iliac vein. The physician advanced a 20x40 / 10fr uni plus 100 cm stent and attempted to deploy the device; however, the stent did not fully deploy. The device was removed and the procedure completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
(B)(4)